Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a torn cable. No fragments fell into the patient. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the patient was not injured and the operation could be completed with the replacement instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.